Event description:
It was reported that the patient had one resolute integrity (rx) drug eluting stent implanted in the lad and one 2.75mm diameter x 14mm length resolute integrity (rx) drug eluting stent implanted in the ostial ramus. The lesion in the lad was non-tortuous, and had no calcification with 100% stenosis. Approximately 8 months post stent implantation, the patient presented with a late stent thrombosis in the lad. The physician successfully wired the lad and delivered an aspiration catheter to the mid/distal lad and aspirated into the lm. When the aspiration catheter came into the lm it tangled with the previously deployed stent in the ramus. With a fair amount of tugging of the aspiration catheter, the stent was dislodged and removed from the vessel. The stent was reported to be pulled/elongated and stuck on the aspiration catheter when it was removed from the patient. There was no dissection or disruption to the vessel wall reported however the patient did suffer left ventricular damage and ejection fraction was 30%. It was reported that the patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis, mi). No results available since no evaluation performed (device or procedural images not provided for review). Conclusion: known inherent risk of procedure (stent thrombosis, mi). Unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).